Manufacturer narrative:
The main component of the system. The other relevant component includes: product ID: 8780, serial (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: catheter; ubd: 14-oct-2018, (B)(4). Non-healthcare professional (consumer). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via the manufacturing representative (rep) regarding a patient receiving 8 mg/ml of dilaudid at 1.6262 mg/day and 38 mg/ml of bupivacaine at 7.725 mg/day, via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported the patient was not experiencing pain relief. The event date was provided as (B)(6) 2018. There were no reported environmental/external/patient factors that may have led or contributed to the issue. Regarding diagnostics/troubleshooting performed, a dye study was conducted with no aspiration. A catheter revision was performed (B)(6) 2018 and a kink was identified near the anchor. The kinked piece was removed, and the catheter was spliced with a new catheter. It was indicated the removed portion would not be returned to the manufacturer. The issue was resolved at the time of the report. The patient¿s status was provided as ¿alive - no injury.¿ no further complications were reported or anticipated. Other medications being taken at the time of the event, patient weight, and medical history were not available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.